Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump would be replaced due to multiple no delivery alarms. The customer would get multiple no deliveries so she changed her site and tubing but had used the same reservoir because she was wasting so much insulin. The customer's blood glucose level was 221 mg/dl. The customer declined troubleshooting for the no delivery alarm. The customer was not wearing the insulin pump but it would still trigger no delivery even after clearing the alarm. The customer will revert to a back-up plan.